Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow and down arrow keypad buttons were intermittently unresponsive. It was reported that the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the keypad was found to be torn. Evaluation revealed that the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the up, down, and ok key contacts. The contrast button key contact was found to be missing. Unrelated to the complaint, investigation revealed the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.